Event description:
The father reported via phone call that the customer had weak signal and lost sensor alerts with their sensor. The father also reported a low blood glucose event. The father stated the customer had a low blood glucose of 31 mg/dl previously. The father stated their insulin pump did not prompt the threshold suspend feature until the customer's blood glucose was tested. Customer was treated for their low blood glucose. The father declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.